Event description:
**Update** (B)(4) 2014 - medical records were obtained. Medical records indicate patient was revised on the right hip due to metal on metal reaction, milky fluid and cystic changes. Dor information was updated based on invoices and medical record information used to determine which side was revised on which date. The complaint was updated on: (B)(4) 2014.

Event description:
Litigation alleged the patient suffered pain, disability and exposure to excessive levels of chromium and cobalt as a result of the implanted asr hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: depuy still considers the investigation closed.

Event description:
Update rec'd 8/21/2014- medical records for left side revision received. Patient was revised to address metallosis. Upon revision, a posterior capsule defect, yellowish stained tissues consistent with chronic exposure to joint fluid, and golden clear noninflammatory fluid were noted. The information received does not change the MDR decision. This complaint was updated on 9/8/2014.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.